Event description:
The information received indicated that during a during a "crossover procedure with 5 f destination of terumo and stabilier" draht- guide wire. The push was very bad because there was a strong friction resistance. During the process of inserting the draht- guide wire, it bent, "by pulling the balloon pole straight the poole got broken." The balloon shaft became torn into two parts and removed out of the sheath with a clamp.

Manufacturer narrative:
A report was received that during a crossover procedure with 5fr terumo destination guiding sheath and a stabilizer guidewire, "the push was very bad because there was a strong friction resistance. During the process of inserting the draht (wire) the draht was bent. By pulling the balloon pole straight the pole got broken". No patient injury occurred. No additional details were provided. The balloon catheter was returned for analysis. The shaft was separated in two segments at 72cm from the distal end. Two kinks were also observed along the length of the shaft. A review of the inspection records for the hypotube and the components were supplied to specification. The complaint of shaft separation was confirmed. Although a root cause for the shaft break could not be determined, it appears to be related to procedural factors. There have been a number of shaft failures with the sleek product and clearstream has advised that training be given to the users with respect to contralateral use and supplying sufficient shaft support. This type of complaint will continue to be monitored through the post market surveillance system. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.